Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the power cable of the viewing station of the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system lost power. It was noted that manual manipulation of the power cable would temporarily restore functionality. There was no patient present when this issue was identified. No additional information was provided.